Event description:
It was reported that during use with bd plastipak¿ luer-lok¿ tip syringe with bd precisionglide¿ needle the barrel was discovered to be cracked. The following information was provided by the initial reporter: the customer observed a cracked syringe barrel.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd plastipak¿ luer-lok¿ tip syringe with bd precisionglide¿ needle the barrel was discovered to be cracked. The following information was provided by the initial reporter: the customer observed a cracked syringe barrel.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. The photo shows a loose syringe has an unknown orange needle attached to it and the plunger rod inside the barrel can be seen broken with about a 5/8" crack. Potential root cause for the plunger rod broken defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.